Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 366 mg/dl at the time of incident. Customer stated that his blood glucose level was going down below 300 mg/dl. Customer treated with bolus. Customer stated that the insulin pump was not working. Customer stated that there was no air bubble and leak. Customer stated that the cannula was straight. Customer alleging the insulin pump because customer did bolus and changed infusion set twice still blood glucose level was not going down. Customer reports insulin exited at the quick release. The insulin pump will be and reservoir will not returned for the analysis.